Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed a damaged rear housing. Event history log showed error code 1871 occurred. Functional testing was able to replicate the reported issue; the device showed error code 1871. The root cause was not determined. The error code was cleared and preventative maintenance performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1871. It is unknown if there was patient involvement, no adverse patient effects were reported.